Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has undersensing. The device remains in use. No patient complications have been reported as a result of this event. A follow-up investigation revealed that the undersensing was thought to be on the atrial channel, however, it was unknown if the issue was related to the patient's atrial arrhythmia. In addition, there were periodic episodes of ventricular oversensing. The right atrial (ra) and right ventricular (rv) leads remain in use.